Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternative method of insulin delivery. The customer¿s blood glucose (bg) level was 560 mg/dl with high ketones. The customer addressed elevated bg with a manual injection.